Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and what he found in diagnostics were fault codes 111 and 112; watch dog timer failures. When the fse replaced the executive processor board it would not let him load b.14 software. Instead, it loaded the old b.07 software. The fse ordered another executive processor and returned to install it. The fse returned and replaced the executive processor board. Software b.14 was loaded from the executive processor to the rest of the boards. While performing the functional test, the monitor went blank. The fse rebooted the iabp and in diagnostics found a fault code 100. The trouble-shooting guide gave instructions to reload the software. The fse reloaded the software and 10 minutes into that process, the screen went blank again. Believing that it was only a video problem, the fse let it continue to run as he thought that interrupting the loading of software would possibly make things worse. After 30 - 40 minutes, the iabp was powered down. The fse rebooted the iabp and now the device fails to boot up and a system failure tone was received as well. The fse indicated that he would have to come back later to finish the repair. The field service engineer replaced the video generator board and reloaded the software. All went well after performing this task. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was unable to power-up. The customer also reported that he was not able to reproduce the issue. This event occurred prior to the iabp being used on a patient. There was no patient injury or adverse event reported.